Manufacturer narrative:
Date of birth: year of birth 1948.

Event description:
It was reported the patient developed right sided groin pain in b)(6) 2013. The pain has been ongoing since the onset, and was noted to occur with movement that can last from minutes, to the entire day. A magnetic resonance image was performed on b)(6) 2014. The device remains implanted. No further patient complications were reported in relation to this event.

Event description:
Additional information received indicates the event was resolved on (B)(6) 2014.